Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the flow of a small volume folfusor stopped during infusion. The reporter stated that after 3 hours of infusion, the solution was not fully delivered. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Device manufacture date: january 13, 2016 ¿ january 14, 2016. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection under magnification was performed and revealed a white crystallized drug blocking the fluid path at the distal end of the glass capillary. A functional flow test was performed and revealed the device would not flow. The reported condition was verified. The cause was determined to be the white crystallized drug blocking the fluid path at the distal end of the glass capillary. Should additional relevant information become available, a supplemental report will be submitted.